Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush head fallen apart whilst brushing, unit broke [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on 19-mar-2017 that an oral-b power oral care refills precision clean had fallen apart while he was brushing. He stated he attached a picture to show where the unit broke. A picture revealed the refills were from a pack of 4, and the toothbrush handle was an oral-b professional care rechargeable toothbrush. He reported he had used electric toothbrushes for many years, and he was now reverting to non-powered traditional brushes. No symptoms developed.